Event description:
It was reported that the pump had a failed accuracy test. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00022-00. The date of that submission was 20-feb-2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was delivering properly. There was no known cause of the reported issue, and the device and software were updated and calibrated for better operation and to avoid future errors. No further action was taken.